Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined and given functional and delivery testing. The returned device met with specifications. The reported issue could not be repeated during testing.

Event description:
It was reported the device gave a motor error during testing. No patient involvement.